Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pending distal erosion of the right cylinder due to thin tissue. The cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no additional patient complications.